Manufacturer narrative:
Plant investigation: the power supply returned to the manufacturer for physical evaluation. A visual inspection of the end connector of the wire between the transformer and the rectifier is slightly discolored. The wires from the transformer nor any other components show no signs of burn damage. The power supply was installed into a test machine in as-received condition. There were no issues that occurred during powerup. Dialysis mode functioned properly without failure. The self-test was completed without failures. There was no additional damage found to the power supply during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. The machine inspection conducted by the plant was able to confirm the reported complaint event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A biomedical technician (biomed) at a user facility reported that there was burn damage on the power supply of a fresenius 2008t hemodialysis (hd) machine. The wiring on the power supply that connects to the transformer and the bridge rectifier appeared dark and discolored. The reported issue was found during preventative maintenance (pm). A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 9,211 hours and the power supply was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned power supply. The biomed replaced the power supply, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The power supply was returned to the manufacturer for physical evaluation.